Event description:
Rptr indicated that during generator replacement surgery for end of svc, high lead impedance reading was obtained with new generator. The lead was explanted and a fracture in the wire was noticed near the bifurcation on the electrode end. A new lead was also implanted with the new generator.